Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Instrument was returned broken at tip bend. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. It is recommended that the tip be at treatment site before engaging power. It appears turning on the power before contact may have caused the tip to break. Recommended settings for pusurg2 are min. 1 max. 7. Also, these tips should be used with water. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, root cause is misuse of product. This submission is being made after a two year retrospective review was conducted as part of a response to a FDA 483.

Event description:
It was reported that a proultra surgical tip broke during use; no injury resulted.